Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 03-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (2000.0mcg/ml at 320.CT/day) via an implantable pump for intractable spasticity and cerebral palsy. It was reported that sporadic symptom return. The catheter was originally implanted in 2012 when patient was (B)(6). The catheter tip was no longer at desired level. A motor study completed and was successful. The catheter was replaced with a new 8780 and placed the tip was placed at 15. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of d10: product ID 8598a serial# (B)(6) implanted: (B)(6) 2012 explanted: b)(6) 2022 product type catheter pr oduct ID 8596sc serial# (B)(6) implanted: (B)(6) 2012 explanted: (B)(6) 2022 product type catheter product ID 8596sc serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2022 product type catheter h3: analysis of catheter serial number (B)(6) revealed no significant anomaly; sc connector damaged at explant. Analysis of catheter serial number (B)(6) revealed catheter body; deformed in shape along with dislodgement allegation. Analysis of catheter serial number (B)(6) revealed no significant anomaly; miscellaneous acceptable testing, catheter incomplete/returned in segments. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the devices have been returned, however analysis has not yet been completed. Once results are made available, a follow up report will be sent. Continuation of d10: product ID 8598a lot# serial# (B)(6): product type catheter product ID 8596sc lot# serial# (B)(6): product type catheter product ID 8596sc lot# serial# (B)(6) implanted: (B)(6) 2021 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.